Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-00767 and MFR. Report # 3005099803-2011-00769). It was reported to boston scientific corporation that two dreamtome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of a stone within the common bile duct. According to the complainant, when electrical current was applied to each device during the procedure, the cutting wire broke midway down the length of the wire. The proximal and distal ends of the wire remained attached to the catheter; no portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.